Event description:
The patient was revised because mpj fusion plate broke. The patient and surgeon do not have any indication as to why the plate broke.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.